Manufacturer narrative:
(B)(4). The customer returned one unopened representative sample of rusch polaris fo su medium handle (44402) for evaluation. Visual inspection did not reveal any defects or anomalies. Functional inspection was performed in order to recreate the product's intended use. The instructions provided on the label of this device state, "check functionality by pressing the led (can also be check wile handle is still in packaging). Mount blade and click into place. Lift blade and verify illumination." A lab inventory emerald rusch miller 2 blade was attached to the returned handle. When the blade was attached, the led was working properly. The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. A review of the declaration of conformity (doc) and DHR found that the handle passed all the release criteria. The device was released in 05/2020 and is less than one year old. The complaint of a broken handle could not be confirmed by a complaint investigation of the returned sample. The actual sample was not returned. Only a representative sample was returned and there were no defects observed. Therefore, the root cause of this complaint could not be determined without the actual sample returned. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "polaris medium handles breaking". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "polaris medium handles breaking". No patient injury or harm reported. Patient condition reported as "fine".